Event description:
It was reported that there was an at/af (atrial tachycardia/atrial fibrillation) episode with a question as to oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688 lead, implanted: (B)(6) 2013; 457453 lead, implanted: (B)(6) 2008. (B)(4).